Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the intima-ii y 22gax1.00in prn ec slm npvc needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the emergency department of our hospital due to dizziness and chest tightness, and was given indwelling needle to establish venous access as prescribed by the doctor. During the examination of indwelling needle before use, it was found that there was a flocculent foreign body in the pedicle of the needle, which had no effect on the patient."

Event description:
It was reported that foreign matter was found on the intima-ii y 22gax1.00in prn ec slm npvc needle during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the emergency department of our hospital due to dizziness and chest tightness, and was given indwelling needle to establish venous access as prescribed by the doctor. During the examination of indwelling needle before use, it was found that there was a flocculent foreign body in the pedicle of the needle, which had no effect on the patient."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9322953. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the units were found to be free of any debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.